Event description:
Event: unresolved type I endoleak. The graft was deployed without issue. The final angiogram revealed a type I endoleak that was not resolved. The patient will be monitored by the physician.